Event description:
The customer reported the system failed to product fluoroscopy x-ray. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable needs to be replaced. The reported issue is currently under investigation.